Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (displayed a service code) has been confirmed. Upon investigation, the electrode belt would not communicate with a monitor. The yellow (pgnd) wire inside the trunk cable was severed. The cause of the test failure is the severed wire. The root cause for the severed wire was excessive force. No adverse event resulted from the severed wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt displayed a service code.